Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately 2 weeks ago prior to contacting lfs. The patient claimed she manages her diabetes with insulin. Due to the alleged issue, the patient denied taking any action regarding her diabetes management. The patient denied developing symptoms at the time alleged issue began; however claimed that on (B)(6) 2011 at 10:30am, emergency medical services (ems) was contacted for assistance. According to the patient, when the ems arrived she was administered glucagon injection. It is not known whether the patient was tested on another blood glucose device at the time the alleged issue began. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter; however the patient was not able to specify if the correct test strips were used, if the battery needed replacing, or if there was a misused of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her glucose due to the reported issue and reportedly required medical intervention from a health care professional (hcp) after the reported issue began.